Event description:
Pt presented with an angulated proximal neck; on 12/06/07 had implant of a 28-16-140bl bifurcated device, a 28-28-75l proximal cuff, and two 20-20-55l limb extensions. Follow up CT showed an anterior endoleak. In 2009, the pt was treated with an additional proximal cuff 28-28-75l and a palmaz stent with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results/conclusions - unk if pt anatomy met powerlink instructions for use. Use of palmaz stent is off-label.